Event description:
It was reported that the cusa excel 36khz straight handpiece overheated. The problem was discovered during a craniotomy surgery on a (B)(6) female patient. After a few minutes of use, the handpiece started to get warm and then eventually got very warm on the surgeon's hands. It was used on the patient. There was no injury to patient or to the user. There was no delay in surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.